Event description:
Olympus (osh) was informed by the user facility that ¿the tissue glue has left in the instrument channel tube¿ of the evis lucera gastrointestinal videoscope. The problem was found during reprocessing. The was no delay as the facility used and completed the next procedure with another similar device. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The referenced scope was returned to olympus for service/repair. The evaluation found white material/residue on the distal end cover. It was unknown whether the white residues was tissue, glue or not. No foreign material was observed in the instrument channel tube but the instrument was found burned and leaking (pinhole). A review of the devices repair history shows the scope was last serviced via repair in november 2021 for a leak in the instrument channel and fluid invasion in the electrical connector. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate operation of the endo therapy accessories or suctioning, leading to glue adhering to the inside of the biopsy channel. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Precleaning- if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after each procedure. Brushing the channels- be sure to brush the inside of the instrument channel and suction channel. Otherwise, insufficient cleaning and/or disinfection of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Brushing the instrument channel in the insertion section and the suction channel in the control section". Olympus will continue to monitor field performance for this device.